Event description:
It was reported that during a knee procedure on (B)(6), 2011, a vanguard tibial bearing was opened and the item was found to be a size 79 as opposed to size 71/75 that was stated on the label. A 45 minute delay occurred while locating another implant. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Evaluation confirmed that the incorrect size 79 product was mis-packaged and labeled as size 71/75. All items are accounted for. No product was distributed or sold in the united states. This report filed (B)(4), 2011.